Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) discussed that there was also undersensing and overpacing. This lead remains in service. No adverse patient effects were reported.